Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses the cartridges for 3 days. Customer's blood glucose ranged between 300-400 mg/dl. As the customer was not receiving an occlusion alarm when tandem technical support (cts) was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.